Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #8729420 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the obtuse marginal (om) and the vessel was calcified. The physician attempted to direct stent the om with a taxus express2 2.50x12mm drug eluting stent (des), but was unable to cross the lesion site. Upon removal of the stent delivery system (sd), the stent struts on the proximal end of the stent were found to be bent. A maverick 2.50x12mm balloon was advanced to the lesion site and the vessel was dilated. Another of the same device was successfully deployed and the procedure was completed. There were no pt complications.